Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right ventricular lead exhibited high out of range pacing impedance of greater than 2,500 ohms along with non-capture at maximum outputs. Additional information was received from the field representative that the lead appeared to be fractured through fluoroscopy. The lead was not tested through pacing system analyzer (psa). The header connection was checked and appeared to be intact. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.